Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing overstimulation and stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model. Therapy has been restored and the overstimulation has been resolved.